Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 6.5cm abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. The patient has a history of senile dementia. It was reported that the deployment of the stent graft was without complications or endoleaks. The patient was being followed-up every 3 months. The CT scan completed 24 months post-operatively showed the aneurysm diameter measured 6.3cm x 6.7cm. It was reported that the physician noted a 1cm aortic neck with an 8 mm migration. The placement of a cuff was recommended, however, the patient refused. The CT scan in 2002, showed the aneurysm diameter measured 6.4cm x 6.7cm with device migration 10mm distally. The infrarenal neck, above the stent graft measured 25-26mm in diameter. The proximal stent was observed to be at the top of the aneurysm sac. No endoleak was noted. It was reported that due to the patient's worsening symptoms of senile dementia they would not continue with their follow-ups. In 2002, the patient presented with the complaint of sudden onset of back pain and bloody stools. The CT scan performed on this day was compared to the CT scan of june, 2002. The CT report states that the abdominal aortic aneurysm has enlarged, and ruptured, with hemorrhage noted in the retroperitoneal space particularly to the right side. A new endoleak had developed posteriorly within the aneurysm sac. It was reported the patient expired.